Event description:
It was reported by the aci sale professional that on (B)(6) 2012 a (B)(6) female patient underwent an interventional peripheral procedure in which the physician planned to stent the right iliac. Access was obtained at the common femoral artery via a 5f sheath (model unknown). Peri-procedure the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7mm. It was reported that when the physician attempted the procedure the physician dissected the right iliac and had to administer protamine to reverse the heparin which was given to the patient for the intervention. A pre-procedure angiogram showed severe pvd throughout the patient's peripheral arteries. Following the procedure, the physician who is in training, selected the mynx cadence vascular closure device 5f to close the access site. The device was prepped and deployed. The physician inflated the balloon, pulled the device back and felt the first resistance. The physician continued pulling the device to feel the second resistance against the arterial wall and at that point the entire device come out of the tissue tract. The patient was converted to approximately 10 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 6mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided.